Event description:
It was reported that tip of introducer went through the innominate vein. This was apparently discovered when the pa catheter could not be passed. This was a right side placement on a pt of average size. There were no other pt complications or adverse sequelae reported.